Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03340 / 03341). Device location unknown.

Event description:
Patient's legal counsel reported that the patient had a hip revision approximately 9 years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of the op report states that the patient was revised due to aseptic, lymphocyte-dominated vasculitis-associated lesion (alval). Op report also states that clear fluid with flecks of floating debris was noted in the joint and the pericapsular tissue was gray-tan in color and devitalized. Lysis was noted in the anterior portion of the stem however the stem was not removed. Elevated ion levels were noted in the blood serum screens.